Manufacturer narrative:
Citation: maes et al. Outcomes from transcatheter aortic valve replacement in patients with low-flow, low-gradient aortic stenosis and left ventricular ejection fraction less than 30%: a sub-study from the topas-tavi registry. Jama cardiol. 2019 jan 1;4(1):64-70. Doi: 10.1001/jamacardio.2018.4320. Published online december 19, 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes and changes in left ventricular ejection fraction (lvef) after transcatheter aortic valve replacement (tavr) in patients with low-flow, low-gradient aortic stenosis and severe left ventricular dysfunction. All data were collected from a multicenter registry from 2007 to 2018. The study population included 293 patients (predominantly male, mean age 80 years), 49 of which were implanted with a medtronic corevalve and 3 with a medtronic evolut r bioprosthetic valve. No serial numbers provided. Among all patients, there was a total of 132 deaths, 61 of which were deemed cardiovascular deaths. There were 12 early deaths within 30 days of implant and 120 late deaths with a median follow-up of 23 months. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: stroke, myocardial infarction (mi), major vascular/bleeding complication, arrhythmia re quiring permanent pacemaker implant, moderate/severe aortic regurgitation, conversion to open surgery, and rehospitalization for cardiac cause. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.